Manufacturer narrative:
Unit received with critical pump error (open book) due to moisture damage electronics. Unable to performed download due to moisture damage. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify absence of alarm audio, vibrate anomaly due to critical pump error alarm. Unit received with cracked battery tube threads, fading serial number label and cracked case at battery tube side.

Event description:
Information received by medtronic indicated that the insulin pump was not vibrating. Customer did the self test and vibration test but insulin pump did not vibrate. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.